Event description:
The customer reported via phone call that the insulin pump had sticking buttons. The customer stated that it was really hard to get the buttons to move, especially the up button. The customer's blood glucose was 186 mg/dl. The customer stated that she was trying to access various screens, and the insulin pump would not respond to any button presses. The customer did not observe any significant events leading to the keypad issues. She stated that the insulin pump had not been exposed to moisture or dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. The insulin pump was received with missing end cap sticker. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.